Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn dso seal, worn uso seal, and a cracked battery door. A record of a ¿system fault 41,622¿ alarm was found in the event history log. Functional testing was able to duplicate the reported issue. It was determined that the motor was the root cause. The motor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D9: (B)(6) 2024.

Manufacturer narrative:
Device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device exhibited alarm and error code 41622 multiple times. Troubleshooting was performed but was unsuccessful. The pump was powered off. Per the reporter, there were no adverse patient effects.